Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory microbiological testing has been performed, however, results has not been reported. Results were not reported to physician and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: a user has reported a large number of positive bottles to an ids representative. All bottles were sieved, no abnormal results were given.

Manufacturer narrative:
H6: investigation summary a complaint of "lot of false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer was dispatched, and identified that the room temperature is too high. The complaint is not confirmed because the issue occurred due to high room temperature at customer's site and the root cause is related to "workflow induced errors". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory microbiological testing has been performed, however, results has not been reported. Results were not reported to physician and there was no report of patient impact. The following information was provided by the initial reporter, translated from polish to english: a user has reported a large number of positive bottles to an ids representative. All bottles were sieved, no abnormal results were given.